Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coating of the grasping section was partially missing. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the coating of grasping section was damaged when the user scraped tissue or coagulum on the grasping section with a sharp object. The instruction manual of the device has already warned as follows: *if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
This is a supplemental report to provide additional information. The quantity of failed equipment was wrong and was one. The 2nd report on the breakage of the jaw was unnecessary. Additional information was as follows: *the intended procedure was completed with another device. *the procedure was total laparoscopic hysterectomy. After olympus medical systems corp. (Omsc) received the subject device for evaluation, omsc found that the coating of the grasping section was partially missing on january 16, 2018. This is the report regarding the missing of the grasping section coating.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
During an unspecified procedure, three devices were failed. It was reported that the jaw of them broke off in the patient. No further information was reported. There was no patient injury reported except this event. This MDR is regarding the 2nd one of three devices.